Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. Accumulated dust was found inside the compressor, which was cleaned and all the dust was removed. It passed all functional and safety tests and was cleared for clinical use.the root cause of the event was accumulated dust inside, which prevented proper functionality.

Event description:
Manufacturer's ref #: (B)(4).